Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the sheath did not split as intended with a bd introducer introsyte-n 1.9f 1.9cm. The following information was provided by the initial reporter, translated from portuguese to english: after the passage of the PICC catheter at the moment when the introducer was broken, it did not break properly, it was "hard" as if it were produced by a material different from the usual, making it necessary to use a higher effort to perform the rupture. The same.

Event description:
It was reported that during use the sheath did not split as intended with a bd introducer introsyte-n 1.9f 1.9cm. The following information was provided by the initial reporter, translated from portuguese to english: after the passage of the PICC catheter at the moment when the introducer was broken, it did not break properly, it was "hard" as if it were produced by a material different from the usual, making it necessary to use a higher effort to perform the rupture. The same.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.